Event description:
It was reported that the patient had called in to the clinic for a low flow alarm and feeling "off", though overall well. The patient was advised to increase oral hydration and to decrease dose of lasix (oral diuretic) that had been previously prescribed to manage weight gain. The next day, the patient called again to report additional overnight unidentified alarms despite lasix decrease. The patient was advised to increase oral hydration and to decrease dose of lasix (oral diuretic) that had been previously prescribed to manage weight gain. The next day, the patient called again to report additional overnight unidentified alarms despite lasix decrease. The patient was initially advised to go to clinic to get labs and device data pulled. However, the patient developed ventricular tachycardia (vt) and was then recommended to go to the emergency department (ed) instead of visiting the clinic. Upon initial review of the log files, tech services observed multiple pulsatility events (pi events) but did not obverse any low flow alarms. Based on the initial log file mcs equipment appeared to be operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.